Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
Customer reported a button error alarm on the insulin pump. Customer's current blood glucose reading is 120 mg/dl. No further information reported.